Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl. The customer is calling back to perform the high pressure test. Troubleshooting assisted the customer with the test and the test passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was also advised to follow up with their doctor about their high blood glucose.